Manufacturer narrative:
Reference: voluntary medwatch report #: mw5151012.

Event description:
It was reported that the patient expired after a syncopal episode. The patient also experienced chest pain and discomfort prior to collapsing. It was unclear as to whether chest pain, syncope, or death was associated with device functionally. There was no specific alleged malfunction associated with the implantable cardioverter defibrillator. No further information was available.